Event description:
It was reported that during a colectomy procedure, on the first firing of the device, no staples were fired. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.